Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient due to a data acquisition pcba adc failure. The customer reported there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem when the device was powered on. The service engineer replaced the data acquisition pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.